Event description:
We are reporting this incident in abundance of caution: a product issue has been reported with our treatment table. While the operator was using the "home" function to offload the patient, the lateral movement brakes become disengaged or unlocked and potentially cause the patient to fall off the tabletop. No injury was reported as a result of this incident. Root cause has not been identified and the investigation is currently pending.

Manufacturer narrative:
Results: investigation is currently pending and the root cause had not been identified.